Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set was leaking at site on (B)(6) 2024. The blood glucose level of the patient ranged between 250 to 300 mg/dl. Moreover, the issue occurred with three similar types of infusion set used for three days for one event and six days for other two events. No further information available.